Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: report source: foreign country:(B)(6). The manufacturer representative went to the site to test the imaging system. The equipment is not under warrant so the rep was waiting for a quote to fix the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry door would not open. The site could not manually open it either. No patient was present at the time of the event.